Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up", journal of neurology (2007) 254: 99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in consecutive pts. The article describes results of a study involving pts being treated with bilateral-stn dbs for advanced parkinson's disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. One pt experienced limb phlebitis post dbs surgery.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complications type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is likely that each pt may have experienced more than one complication related to a specific event.